Manufacturer narrative:
Product complaint #: (B)(4). 510k: this report is for an unknown biomaterial - cement/unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in peru as follows: it was reported that one of the screws pulled out. We do not know which of the screws presented the problem (04 of the expedium verse - depuy spine were placed). It is indicated that the relations with the doctor are very delicate and does not give us more information and there will be no return of the sample. Date of implementation surgery: (B)(6) 2019. Screws that were implanted: material: 199723850; lot: 241988 - screw exp. Verse fenestrado 8x50 - 2 units; material: 199723840; lot: 241986 - screw exp. Verse fenestrado 8x40 - 2 units. Code and batch of the screw that presented failure was not informed. Concomitant device reported: 5.5 exp verse fen scr 8.0x50 (part#: 199723850, lot#: 241988, quantity unknown); 5.5 exp verse fen scr 8.0x40 (part#: 199723840, lot#: 241986, quantity unknown); unknown locking screw (part# 04.633.347, lot#: 7489456, quantity 1); unknown plate (part#: unknown, lot#: unknown, quantity 1). This complaint involves two (2) devices. This report is for one (1) unknown biomaterial - cement. This report is 2 of 2 for (B)(4).